Event description:
It was reported that the customer had a blood glucose of 560 mg/dl. The customer treated high blood glucose with a manual injection. Advised the customer to disconnect from their insulin pump. Low reservoir alarms were found in the alarm history. Troubleshooting was conducted. Advised the customer to change the entire set, reservoir, insulin and to treat according to their health care professional's instructions. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).